Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h5, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to charged coupled device was broken, therefore the image was not displayed. The cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had picture failure and loose contact in the cable. There were no reports of patient involvement.